Event description:
It was reported that customer experienced broken pump screen, with display described as cracked, unreadable, and touchscreen unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device for evaluation, and distributor confirmed that pump could start, charge, and connect to computer while replacement pump was provided.